Event description:
The following information was received by baxter global pharmacovigilance (gpv) and is a report by a baxter employed health professional in (B)(6) of patient made mistake of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 2.5% ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 2.5% ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was reported to be ongoing. During a call with baxter (B)(4) technical service, the following was reported. On an unreported date, the patient made a mistake of break in aseptic technique (details not provided). On (B)(6) 2012, the patient experienced peritonitis. On an unreported date, the patient was hospitalized for peritonitis. The patient was treated with unspecified medications. The outcome of the peritonitis event was unknown. It was not reported if the patient was re-trained in proper aseptic technique. Per the reporter, the peritonitis event was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the health professional reported a break in aseptic technique. The assignable cause for the break in aseptic technique is not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.